Event description:
It was reported that an ilet user experienced a low glucose event with an unclear cause, and troubleshooting and education were completed; the user treated with oral glucose such as juice or glucose tablets. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose episode following treatment. Investigation included case review and user education regarding recognition and management of hypoglycemia. Investigation of this case revealed no confirmed device malfunction or component failure, and no device-related anomaly was identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.